Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump repeatedly displayed alert 41 during attempts to restart and perform a dry run, and the alert recurred before the insulin shaft rewind could complete, consistent with a failure to infuse involving the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem consistent with a device malfunction attributed to a firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.